Manufacturer narrative:
The facility provided additional information regarding the incident. The hospital staff had smelled a burning odor and was alerted to the issue. When they went in the patient¿s room there was a spark that came from the cable and a flame developed for approximately 15 seconds, then it put itself out. The patient was intubated and never breathed in any smoke. The resident disconnected the a-line and cvp and removed the monitor and cables from the room. The patient was being prepared to be removed from the room; however, the fire department arrived and deemed the area safe. A fire extinguisher was brought in and the fire alarm was activated as a precaution. There was no hospital staff or patient harm or injury. The product has been received for product evaluation; however, the findings are not yet available. When the findings are available, a supplemental report will be submitted. Refer to the evpsa110 power cord adapter submission 2015691-2018-05186.

Manufacturer narrative:
One edwards cable assembly was received for evaluation. A visual external inspection was performed and there was no physical damage found. The cable was tested per the cirris cable tester and it passed all tests without any issues noted. There was no damage and no functional issues found with the returned cable. There was no defect found. The IFU includes a warning that instructs the user, ¿do not allow any liquid to come in contact with the power connector . . . .[or] allow any liquid to penetrate connectors or the openings in the case.¿ the facility has been contacted by letter regarding the IFU warning and the edwards clinical field representative has contacted them regarding the issue. This is not a systemic or design related issue. There is no indication that a manufacturing defect contributed to the failure. The reported event was confirmed by evaluation. The root cause is consistent with liquid ingress and customer mishandling. There will be no further actions taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The device service history record review could not be completed as the lot/serial number is unknown. Refer to submission 2015691-2018-05186 for the ac power adaptor involved and 2015691-2019-000124 for the ethernet cable involved.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The unit is expected to be returned for analysis; however, it has not yet been received. Upon the return of the unit, a supplemental report will be sent with the investigation results. The serial number was not provided; therefore, a review of the manufacturing records could not be completed. (B)(4).

Event description:
It was reported that during use, saline dripped onto the power supply cord of the ev1000. As a result, there was a spark and the cord melted. There was no patient harm or injury. Patient demographics were requested and not provided.